Event description:
Based on FDA's user facility report # (B)(4) received on (B)(4) 2010: the patient was taken to electrophysiology lab for an epicardial ablation where he experienced a ventricular perforation when attempting epicardial axis with 300ml of blood drainage into the pericardial sac. Perforation and tamponade occurred during the ablation procedure using the ez steer thermocool nav f-j. A pericardial drain was placed; tamponade and bleeding was stabilized, so the physicians were able to proceed with the ablation as planned. The patient recovered in the ccu where his hematocrit was stable. The drain was pulled when trans-thoracic echocardiogram (tte) showed a small pericardial effusion with no re-accumulation. The patient was successfully treated and eventually discharged. This event was described by the physician as a "steam pop" resulting in a perforation.

Manufacturer narrative:
Upon multiple attempts to contact the user facility to obtain more information regarding the event and the product, bwi has been unable to gather more information. Additionally, based on the uf report # (B)(4), the product has been discarded by the customer and no concomitant products have been listed. If the customer returns the complaint product to bwi in the future, an analysis will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).